Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the shocking sensation had not been determined. The patient didn't have any further tingling or shocking sensation.

Manufacturer narrative:
Product ID (B)(6) lot# unknown serial# implanted: (B)(6) 2017 explanted: product type lead update: the facility name has been added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via a manufacturer representative. It was reported there was a little tingling and shock in the abdomen when the manufacturer representative first saw the patient on (B)(6) 2018. The patient did not experience a shocking sensation at this time when palpating over the system. There was no further troubleshooting performed in relation to the tingling in the abdomen and shock. It was noted the impedances were between 1900 and 2100 ohms. The ins had not reached its end of service at this time and the patient will have a new ins in a few months. It was noted that, because of the programming, it is possible that the ins reaches the end of life. So, no further action until the ins is really needed to be changed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. According to the pain consultant, the implantable neurostimulator (ins) was empty too quickly. It was reported that it was strange that the impedances were quite normal, however, the patient needs to go higher and higher with the amplitude to receive good therapy. In addition, the patient also reported to have tingling in the abdomen (the ins is implanted in the abdomen) and during the impedances measurements she felt a shock by her belly while the measure took place on 0.7 v. It was believed there was something with the lead or with the connection of the lead. The device data was checked by technical services and nothing abnormal was seen. It was recommended to palpate over the system to check if this shocking sensation that the patient experienced may be provoked.